Event description:
It was reported that "the screw locking latch is very loose, and it will not hold the screw."

Manufacturer narrative:
An additional catalog number 486619210, lot code 07g729 was involved but it is not known if one or both may be the cause of the malfunction. Additional information has been requested and if made available will be reported in a supplemental.